Event description:
It was reported that this left ventricular (lv) lead exhibited oversensing of noisy signals which resulted in pacing inhibition. It was noted this lead is implanted in the left bundle branch. The field representative stated a chest x ray would be performed as well as a 12 lead electrocardiogram to determine the position of this lead. No adverse patient effects were reported. At this time, this lead remains in service.

Event description:
It was reported that this left ventricular (lv) lead exhibited oversensing of noisy signals which resulted in pacing inhibition. It was noted this lead is implanted in the left bundle branch. The field representative stated a chest x ray would be performed as well as a 12 lead electrocardiogram to determine the position of this lead. Further information was received that the chest x ray was performed and it was determined that the left bundle lead was in contact with the rv coil. It was suspected that integrated bipolar mechanical oversensing of the left bundle lead hitting the rv coil caused this. This behavior was not reproducible in clinic. It is planned to continue to monitor the patient via regular remote and clinic checks. No adverse patient effects were reported. At this time, this lead remains in service.